Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, yellow particles in the shell, crease flat, overweight and wear abrasion. Cloudy in the gel observed after autoclave cycle. It was reweighed on mo 502-65-004 and the unit is within specification. Base on the device analysis the final assessment is: the unit is not ruptured. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported right side rupture and exchange due to patient¿s concerns with the product. Device has been explanted.